Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose. Customer¿s blood glucose at time of incident was 420 mg/dl and current blood glucose is 320 mg/dl. Customer treated high blood glucose with self injecting. The drive support cap appears normal. Customer declined to perform the high pressure test. Insulin pump will not be returned for analysis.